Manufacturer narrative:
The customer's report was duplicated and attributed to the external paddle set. The paddles were found to have an intermittent contact within the connector. The external paddles were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge via external paddles. Complainant did not indicate that there was any patient involvement in the reported malfunction.